Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, while treating the thoracic artery branch , the green button of the device was pressed and found that the device would not fire. When removing the device, it was found that the jaw was difficult to open. After removal ,the surgeon noticed that one of the staples had advanced in the reload.